Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via merlin.net that the right ventricular lead exhibited a noise problem. Upon review of the electrocardiogram it appeared to be a non-physiologic signal deflections. The lead function was otherwise good and normal. The lead remained implanted. The patient would be monitored with routine follow-ups.